Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that fracture internally during use. Paclitaxel was infusing when the leak occurred; approximately 200mls leaked into the tissue. Patient experienced medial arm tenderness, swelling, discoloration of the skin, and itching. Extravasation treated with warm compress, doppler to rule out upper limb dvt due to significant swelling, plastics surgery team referral and transfer to different facility, prescription of cetirizine 10mg tabs as needed (prn) and hydrocortisone cream 1% to be applied 2 times daily for 7 days. Catheter had been secured with securacath. The partial catheter split is 10cm from the securacath which is inserted post insertion. Catheter was successfully removed and a port-a-cath was placed. The incident occurred on (B)(6) 2025 and the patient has ongoing discomfort, dry & peeling skin and itching as of (B)(6) 2026. Symptoms are slowly resolving.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the catheter was attached to the two-piece connector assembly and biological residue was observed on the device. A functional test of flushing the catheter using a 12 ml syringe of water was performed. A leak was observed between the 36 cm and 37 cm depth marks and just distal to the 39 cm depth mark. A microscopic observation revealed the most proximal split had rounded edges and a bridge of material connecting both sides of the split. The fracture surface appeared to be very irregular. The distal split was observed to be located at the corner of a deep crease that was circumferentially aligned on the catheter. The crease was observed to have rounded and polished edges as well as some material whitening. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.